Manufacturer narrative:
Other, other text: a1, b5 and h6. Health effects codes, updated.

Event description:
Additional information received via email. Event occurred in biomedical engineering workshop. This was discovered prior to patient use. The event was still on going. There was no patient injury and no medical intervention.

Manufacturer narrative:
D10, h3, and h 6- evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the micro switch was missing its lever or arm. Functional testing determined the damaged micro switch caused a constant alarm; confirming the customer complaint. The root cause of the damaged micro switch was wear from usage. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. The micro switch was replaced and preventative maintenance completed. The device passed all functional tests after the completed repairs.

Manufacturer narrative:
Other, other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the 'disposable set' alarm will not disarm, despite the set being properly installed. Patient involvement is unknown.